Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use of a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not function. No response to touch screen commands was observed, and real time data was not displayed. The pump controls and safety sensors continued to be available through local controls. There was no adverse consequence to the pt as a result of this event.